Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the as returned product identified that the implant contains debris about the threads and drive feature. No pre-existing conditions for the customer were noted on the product experience report (per). The reported product was located on tooth # 21 and used for approximately 3 weeks. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were one additional related complaints for this product lot. Complainant reported that the patient responded poorly to the implant. Removed implant due to swelling and tingling in the jaw. Once the implant was removed, the patient felt much better and started to heal immediately. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Last name unknown / not provided.

Event description:
It was reported by the customer that the patient responded poorly to the implant. Removed implant due to swelling and tingling in the jaw. Once the implant was removed, the patient felt much better and started to heal immediately. Pain and inflammation reported. Patient will return for post op appointment.